Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redv1285 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient was have IV antibiotics the nurse was called to room as line was not infusing, 10ml flush of normal saline used to flush the line, reattached IV antibiotics. Patient then reported pain and swelling to arm. It was stated the decision was made to remove PICC line. The line when removed was seen to be full of sediment and split at about 1 cm from the insertion site. All elements were intact.